Event description:
It was reported to boston scientific corporation that a 7.5fr nsaobiliary tube w/jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure for drainage. According to the complainant, the physician inserted the jagwire into the ercp cannula; resistance was felt. They removed, and reinserted, the jagwire, but resistance was still felt. They removed the jagwire, and ercp cannula, and noticed that approximately 1cm of the tip of the jagwire had separated inside of the patient. The physician was not concerned about the tip being inside of the patient, and decided that further intervention was not needed. The procedure was able to be completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.

Manufacturer narrative:
(B)(4): the device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The returned device was evaluated. The reported event was able to be confirmed, as a portion of the pebax coating had detached from the tip. The exact cause of failure could not be determined. However, based on the information provided, resistance was felt during insertion. This indicates that an obstruction was encountered that could have caused the failure; therefore, operational context is the most probable root cause. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a 7.5fr nasobiliary tube w/jagwire was used during a endoscopic retrograde cholangiopancreatography (ercp) procedure for drainage. According to the complainant, the physician inserted the jagwire into the ercp cannula; resistance was felt. They removed, and reinserted, the jagwire, but resistance was still felt. They removed the jagwire, and ercp cannula, and noticed that approximately 1cm of the tip of the jagwire had separated inside of the patient. The physician was not concerned about the tip being inside of the patient, and decided that further intervention was not needed. The procedure was able to be completed with this device. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good.